Event description:
It was reported that during a video oophorectomy procedure, the device stopped working. Unk how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device (a) was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analyst. The reported complaint was for an activation issue. A possible cause of the activation issue is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device (b) was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. Additionally, the device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. The device will stop activating, and either emit a solid tone or display an instrument error code or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possible breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process. Batch b e9fl88. Mfg date: 10/13/2008. Exp date: 09/13/2013.